Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 8/11/97. On 8/15/97, the iab leaked. Blood was noted in the tubing. The dr had difficulty removing the iab. No second iab was inserted. The following was reported to datascope on 9/12/97; while prepping the pt for surgery, a large amount of blood was noted in the tubing. The decision was made to pull the iab following surgery. Difficulty was encountered as the last inch of the balloon was still in pt. The vascular surgeon removed the final inch of the iab manually. Pressure was held manually for approx. 1.5 hrs. Event complications: unk - rpt'd 8/15/97, 9/12/97; none - rpt'd 9/12/97. Pt current status: in ccu-rpt'd 8/15, 9/12/97.